Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, the lens wasn't coming out (stuck) during insertion. Hence, the surgeon advised a new cartridge and lens. Then the lens came out smoothly. Additional information was requested, but no further information is available.